Event description:
It was observed during central processing that the pk dissecting forceps instrument had frayed wires. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument with frayed wires was confirmed. Instrument was found with frayed cable at distal idler pulley. Frayed cable section is approximately 0.12 in length, with slight damage found on the edge of the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.